Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n293821, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID :3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type :lead. (B)(4).

Event description:
The patient experienced a burning/heating sensation around the pocket site and it was becoming unbearable. It was unknown when this started. The patient called the company representative and requested guidance on seeing a surgeon to discuss explant vs implantable neurostimulator (ins) replacement. The patient's doctor office was notified of the patient's status. Diagnostic testing and troubleshooting will be performed in the future. The patient was going to discuss with their primary care physician (pcp). Six days later it was reported that the patient has not been able to come into the clinic. It was unknown if there was a 50% or greater symptom reduction. The patient's pcp was going to send a referral to the neurosurgeon. The patient was alive without injury. Additional information has been requested to find out the patient outcome. (B)(6) 2014 lfc (hcp): no